Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead (or device) exhibited a high threshold and a loss of capture (loc). It was noted this patient was in the hospital for congestive heart failure (chf) and had a cardiac contractility modulation (ccm) device. Technical services (ts) discussed the left ventricular automatic threshold (lvat) test increased to a higher threshold. However, there was no clear loc on the lvat. The field representative (rep) confirmed other vectors were viable with lower thresholds. Ts recommended reprogramming, and discussed ccm's and electrograms with the rep. This lead remains in service. No adverse patient effects were reported.